Manufacturer narrative:
Updated fields h3 d9 b4 g3 g4 g6 h1 h2 h6 type of investigation, investigation findings, component codes investigation conclusions h11. A getinge field service engineer fse was dispatched to evaluate the unit the fse reported that the safety disk tidal disk oring and batteries were replaced to resolve the issue device passed the performance and safety checks according to factory specifications based on the evaluation results provided by the field service engineer the failure occurred due to the o ring batteries safety disk and tidal disk the issue was resolved by replacing the malfunctioning part root cause evaluation for the replaced part cannot be performed since the defective part will not be returned as they are a part of normal maintenance however the most probable root cause is expected wear and tear

Manufacturer narrative:
Due to characterization limit e1: event site phone: (B)(6). Updated fields: b4, g3, g6, h2, h11. Corrected fields: b5, e1 (name of initial reporter mail ID and phone number), h6 (investigation findings, health impact, component code).

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had a helium leak and a battery malfunction. There was no patient involvement reported.

Manufacturer narrative:
Due to character limit:e1(event site city)- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump experienced battery issues and a helium leak requiring corrective action. There were no patient harm or injury was reported.